Event description:
Customer reports receiving a suspected false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer tested negative with an unspecified covid-19 antigen test (brand/manufacturer not specified) on (B)(6) 2023 and states she was feeling better. Although requested, customer did not respond to technical supports three attempts to obtain further information. Customer also reports receiving a positive cue covid-19 result on (B)(6) 2023, however, she was not questioning that result. She was questioning the positive result received on (B)(6) 2023 as the antigen test was negative and she was feeling better.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.